Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections. The tubing sets were connected to microclave port male adapter plugs and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the option-lok male adapters of the tubing sets disconnected from the microclave ports. The devices were reconnected and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.